Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted by isi senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient experienced post-procedure excessive bleeding that required a 9-day ICU admission. While in the ICU, the patient was administered nebulized tranexamic acid and coil embolization by interventional radiology to treat the event. Although the physician indicated that the bleeding was expected due to the size and location of the lesion(s), the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, a patient began to cough up blood and experienced excessive bleeding. The patient was admitted to the intensive care unit (ICU) for 9 days due to the complications. Diagnostic tests performed included a bronchial artery embolism (bae). The patient was treated with a nebulized tranexamic acid and coil embolization by interventional radiology. The physician believes this type of bleeding was expected due to the size and location of the lesions. The physician also stated that this event cannot be directly tied to the ion procedure. According to the physician, the complication occurred after the biopsy but there is a possibility that it would have occurred with any type of endoluminal lung biopsy. The physician stated that there were no reported malfunction involving the ion system device. The procedure was completed. The patient was discharged and stable.